Manufacturer narrative:
(B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection (2015), hematuria, and pelvic discomfort.

Event description:
It was reported that following insertion the patient experienced urinary tract infection (2015), hematuria, and pelvic discomfort.

Event description:
It was reported that a patient underwent a sling procedure to treat stress incontinence on an undisclosed date. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries. No additional information has been provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the initial procedure performed was a secure urethropexy. It was reported that after implantation the patient experienced pain, infection, recurrence, dyspareunia, vaginal scarring and bowel problems. (B)(4) - undefined recurrence; dyspareunia; bowel problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.